Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure and suture was used. During the procedure, the suture was broken at a knot during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). A paper lid and an empty winding former was sent. The needle or suture was not sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.